Event description:
It was reported the customer was hospitalized with high blood glucose. Date of hospitalization was (B)(6) 2015. Blood glucose at the time of admission was over 600 mg/dl. The customer reported experiencing chest pains prior to being hospitalized. It was also found the customer could not lower their blood glucose with bolus deliveries. Customer was treated with an IV and manual injections for their blood glucose. It was also found the customer's drive support cap appeared to be normal during troubleshooting. It was also reported the customer had a crack on the side of their screen. Customer reported dropping their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection.